Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported that during pre surgery, it was discovered that the button on the small battery drive device was broken. During in-house engineering evaluation, it was determined that the device had moving parts that did not move smoothly, moving parts did not move smoothly-trigger, corrosion/rusting/pitting and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check for sticky triggers and check power with power test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.